Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spinal canal stenosis; and underwent transforaminal lumbar interbody fusion at l4-l5. Intra-op, after final tightening of the set screw was performed at l5, when an attempt was made to perform final tightening of the set screw at l4, the set screw idled. Due to the interference between extenders, the idled set screw was removed, and the extenders were repositioned. The new set screw was inserted without the interference between extenders, and then final tightening of the set screw was performed without problem. Although there was a delay of less than 60 minutes in overall procedure, no patient complications were reported.